Event description:
It was reported that inspiratory and expiratory tidal volumes were off while ventilating a baby. Further information states that this may have occurred when the doctor switched the patient circuit from infant to adult. There was no patient harm. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 12:04 pm (gmt-4:00) added by (B)(4): the investigation of the complaint has been completed. Our field service engineer detected no problems with the ventilator on site. An evaluation of the device logs confirms the reported issue. The deviating tidal volumes occurred when the ventilator was running in volume control with automode enabled. This mode allows spontaneous breaths initiated by the patient. The ventilator adapts to the patient effort, but rapid changes in the breathing effort can cause deviating tidal volumes. The ventilator can self-trigger extra breaths if there is leakage or the trigger sensitivity is not properly adjusted. In this case, the patient circuit was switched without performing a new patient circuit test. This will result in an incorrect patient circuit compliance compensation factor that may cause the ventilator to self-trigger, with deviating tidal volumes as a result. The user manual states: if the patient circuit is changed, a patient circuit test must be performed. The ventilator operated within specification. There was no failure.

Event description:
Importer ref: (B)(4). Manufacturer ref: (B)(4).